Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer declined to troubleshoot for high and low blood glucose because her trainer is on vacation. The customer stated that she wanted to set up training for the sensor.